Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. The customer's blood glucose level was 211 mg/dl. Reportedly, the customer was not wearing the pump and the transmitter within line of sight. After moving the devices within line of sight, the pump and the transmitter regained connection.